Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4195, implantable pacing lead, (B)(6) 2008; 4076, implantable pacing lead, (B)(6) 2008. (B)(4). Device not received by manufacturer.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) battery depleted earlier than expected. The ICD was explanted and replaced. No patient complications were noted as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.